Event description:
It was reported via literature article that serious injuries occurred. The following event was obtained via a retrospective article following 277 patients who underwent a left atrial appendage closure procedure. A watchman closure device was implanted in 175 of the 277 patients and a watchman flx closure device was implanted in 102 of the 277 patients. These patients were implanted between the timeframe of january 2017 through january 2020 in either the united states, italy, belgium, or france. Of the 277 patients, 1 patient experienced a procedural transient ischemic attack (tia); 1 patient experienced procedural bleeding (defined as bleeding requiring a clinical response such as hospitalization, physician guided medical or surgical treatment, or need for antithrombotic therapy changes); 4 patients experienced procedural pericardial effusions, 1 which required surgery, 2 which required percutaneous drainage, and 1 which required no intervention; 2 patients experienced a procedural groin hematoma; 3 patients experienced post-procedural device related thrombosis; 18 patients experienced thromboembolic events; 15 patients experienced post-procedural stroke or tia; 6 patients experienced post-procedural major bleeding (defined as fatal bleeding, symptomatic bleeding in a critical area or organ, and/or bleeding causing a fall in hemoglobin >2g/dl or requiring transfusion >2units of packed red blood cells or whole blood); 12 patients experienced post-procedural minor bleeding; and 19 patients experienced cardiovascular-related deaths.

Manufacturer narrative:
B3: estimated based on article gathering data beginning 2017. Literature citation: magnocavallo m, et al. Lower rate of major bleeding in very high-risk patients undergoing left atrial appendage occlusion: a propensity-matched comparison with direct oral anticoagulation., heart rhythm (2024), doi: https://doi.org/10.1016/j.hrthm.2024.01.018.